Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, loading was performed by an experienced loader. The catheter was inserted into the body for implantation. Deployment started while using cuspal overlap technique (cot). During deployment, the valve was "undeployable". Subsequently, the valve was recaptured and withdrawn from the patient. Fluoroscopic images were reviewed, and an infold was observed. The paddles of the delivery catheter system (dcs) were not properly stored, and the catheter was bent due to implantation. A new valve was used for implant and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0011993325); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0011945517); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis upon receipt at medtronic¿s quality laboratory, the valve was received inside a heart valve return kit fully submerged in 0.2% glutaraldehyde cloudy solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears or damages were observed. Leaflets l1-l2 was in a closed position while leaflet 3 ap peared open. All commissures were intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline, frame expanded to its full dilation. There were no signs of distortion or damages found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles remain seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was then fully advanced over the valve to complete the loading process. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.